Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they were unable to remove the battery cap. Customer's blood glucose was 151 mg/dl at the time of the incident. Troubleshooting was attempted. However the customer was unable to removed the battery cap. Customer is was advised the insulin pump needed to be replaced and to monitor until they receive a replacement. The insulin pump is returning for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Pump was received with stripped battery cap (p) at coin slot area, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.